Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: it is reported that the everflex+ expanded by more than 2cm as described on the package after release in the femoralis. Thereby the everflex+ overstented the iliaca interny (prox) and the collateral arteria distal. No patient injury is reported. Evaluation summary: three cine images and a cine video (less than 2 seconds in length) were received for evaluation. The resolution of the images and/ or the video was not adequate for evaluation of the implanted stent's strut configuration. Please note that this device everflex+ is not marketed  in the united states; however, it is similar to the united states marketed device protégé everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.